Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging the casing was cracked/ broken on her onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 8pm. The cca was advised the patient does not take medication to manage her diabetes and continued to follow her usual management routine. On the following day after the start of the alleged issue, the patient claimed she felt symptoms of shaky, dizzy and was "falling over." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the patient had placed something on the subject meter which "crushed" it. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.